Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 500 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Battery not charging was verified. Altitude alarm issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.